Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Caller was guided through a pump reset procedure by technical support, which resolved the issue, and they successfully started their sensor session.